Manufacturer narrative:
Pon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that the high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
It was reported that this device declared a fault code-1003 indicative to voltage too low for remaining capacity. This device has been explanted. A surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.